Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that lead dislodgement was observed on the rv lead. Lead was explanted and a new lead was implanted. No further information available.

Event description:
New information received states that patient was stable prior, during and post procedure.